Manufacturer narrative:
The manufacturer is attempting to acquire additional information from the hospital regarding the event. The attached (B)(4) was received from the (B)(4) registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received (B)(4) from the (B)(4) registry which stated that the patient was experiencing new onset chest pain and fatigue after being started on lovenox for a subtherapeutic international normalized ratio (inr). A CT scan reportedly indicated significant hematoma in the lvad pocket and around the motor of the device and there also appeared to be thrombus within the outflow graft. No further information was provided.